Event description:
While infusing, second pump was still running even though door hinge was broken. This took pressure off of the tubing and kept the pump from infusing fluids. Pump still ran a rate of 75cc/hr while door was broken, problem was found before any harm or injury was done to pt.